Event description:
The manufacturer rec'd info alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the sensor board was observed. The device's sensor board was replaced to address the issue.